Manufacturer narrative:
(B)(4). The analysis results found that one psee60a device was returned with the anvil knife slot damaged and with a gst60d reload loaded on the device. The reload was received fully fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: when the device would not open, was it stuck on tissue? If yes, how was the device removed from tissue? If yes, were the device jaws eventually opened?

Event description:
It was reported that during a procedure, using stapler and it fired , but it would not open, no bleeding noted. Procedure completed with same/like device. There was no adverse consequence to the patient.